Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the procedure, the physician tried several times to inject contrast through the catheter valve using the injection tool attached to a contrast syringe. Most of the time the contrast would not go through the catheter even though the tool was flush against the hub, and instead spilled onto the physician¿s hand below. The procedure was successfully completed. No patient complications have been reported as a result of this event.